Manufacturer narrative:
No product will be returned per customer. The customer complaint of a cracked filter and occlusion could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "carefusion extension set 20128e 1.2 &#62304;inline filter was noted to be cracked while it was hooked to uac and a saline solution containing heparin (0.25 u/ml) was infusing through the line. Solution backed up into tubing due to cracked filter causing the uac to clot. Carefusion extension set 20128e swapped for another set. No untoward patient effects. What was the original intended procedure? Umbilical artery catheter (uac) for monitoring blood pressure and obtaining samples for blood gases. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)"

Manufacturer narrative:
(B)(4)